Event description:
Initial info reported by a nurse who represented her physician on 04-feb-2010 and additional info received from the nurse on 08-feb-2010. This is 1 of 3 cases that were reported: a currently (B) (6), female, received 6 cubic centimeters (cc) of injectable poly-l-lactic acid (sculptra, lot # and exp date unk) during each of her sessions on (B) (6) 2008, (B) (6) 2008 and (B) (6) 2008 for cosmetic use. The poly-l-lactic acid was not reconstituted with any anesthetic but was reconstituted with water not otherwise specified (nos). Six months ago, she developed a cluster of visible nodules all in the temple area; right and left side. The nodules range from pea size to dime size. Corrective treatment included normal saline and massaging the area. The pt confirmed that she had been massaging the area the entire time and at times the nodule would get low but then eventually get high again. A biopsy was not performed nor scheduled. The reporter was unsure if the pt was receiving any other medications at the time she received poly-l-lactic acid. The pt did deny having any other cosmetic treatments in the temple area since the poly-l-lactic acid injections. Medical history provided as a lot of neck problems. Allergies included penicillin, sulfa and cephalexin (keflex). No further relevant info reported. This case is associated with case (B) (4) & (B) (4) (same reporter).

Manufacturer narrative:
Device qc performed - 2/11/2010.